Event description:
Pt was being transferred from the bed to a wheelchair using a hoyer lift and an invacare mesh full body sling w/commode opening. During the transfer the left leg strap on the sling snapped and broke causing the pt to slide out of the sling onto the floor. Pt suffer a skin tear to their left arm, reddened area on left chest and complaint of pain in left leg. Was sent to the hospital for evaluation, no fractures were found.